Event description:
It was reported that the patient underwent a tlif spinal procedure. During the peri-operative period, the flex arm would not fully lock. No patient complications reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. The flex arm was functionally evaluated for rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.